Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00112, 00114 & 00115).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 and further reported that patient underwent a hip revision procedure on (B)(6), 2012 allegedly due to pain, lack of mobility, elevated cobalt and chromium levels, and tissue/bone destruction. A review of invoice history confirmed the surgery dates and that the modular head and taper adapter were removed and replaced during the revision procedure. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.